Manufacturer narrative:
Some device information is unknown at this time, but has been requested. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) experienced ineffective therapy. Impedances were checked and came back normal. As a result, the physician elected to explant the lead and replace it with two new ones on (B)(6) 2017.